Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unit received with broken battery cap. Unit received with cracked battery tube threads.

Event description:
Customer reported via phone call of not being able to remove battery cap with a screw driver. Customer reported that wen attempts were made to remove battery cap, pieces would chip off. Customer also reported that display screen was blank. Customer's blood glucose was 389 mg/dl. Customer was advised that insulin pump would need to be replaced.